Event description:
Related manufacturer report number: 2916596-2022-10516, 2916596-2022-10836, and 2916596-2022-10837. It was reported that on (B)(6) 2022 the patient performed an emergent system controller exchange due to a yellow wrench alarm. On (B)(6) 2022, the patient's new primary system controller alarmed for driveline power faults and power cable disconnects. There were also low flow alarms, no external power alarms, driveline disconnect alarms, and pump off alarms. The system controller was exchanged again on (B)(6) 2022 due to yellow wrench and red heart alarms. Later that day, an emergency medical technician (emt) was called to the patient's home where they found the door on the back of the controller that covers the driveline eject button was unable to completely close. This indicated that the driveline was not completely seated into the controller. The emt plugged the controller all the way in and then closed the door and locked it in place. The display showed the pump speed to be of 5400 rpms. The patient was then transported to the hospital where they passed away.

Manufacturer narrative:
Missing patient information was requested, but not provided. Clarification: related MFR# 2916596-2022-10516 reports on the patient's pump. Related MFR# 2916596-2022-10836 reports on the second system controller that was exchanged on (B)(6) 2022 for driveline power faults, power cable disconnects, low flow alarms, no external power alarms, driveline disconnect alarms, and pump off alarms. Related MFR# 2916596-2022-10837 reports on the third system controller that the emt noted that the driveline was not fully plugged into. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The emergent system controller exchange performed on 15apr2022 was due to driveline power faults. The second system controller exchange, performed on 18apr2022, was due to yellow wrench and red heart alarms.

Manufacturer narrative:
Section a: patient age and weight at time of event are estimated. Manufacturer's investigation conclusion: the reported event of alarms leading to a system controller exchange was confirmed via the log file. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 7 days (11apr2022 ¿ 15apr2022, 18apr2022, 25apr2022 per time stamp). Events occurring on 25apr2022 took place during lab testing at abbott. The pump was at a fixed speed of 5400 rpm with a low speed limit (lsl) set to 5000 rpm. The pump maintained a speed above the lsl while the driveline was connected. Beginning on 15apr2022 at 00:09:16, driveline power fault alarms were active and accompanied by pwr a broken faults. These alarms remained active until the driveline was disconnected at 00:16:42. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation there were incidental findings of wire fatigue and fluid ingress. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly exchange the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and driveline power fault alarms. Driveline power fault alarms are accompanied by yellow wrench advisory alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.